Event description:
Customer reported that the numbers on the insulin pump's screen were scrolling. Customer stated that this error occurred during a bolus attempt. Blood glucose level was 150 mg/dl at the time of the call. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.